Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx12mm emerge balloon catheter was selected however during unpacking of the device while still outside the patient's body, it was noted that the mid portion of the catheter was bent. An attempt was made to straighten the catheter but the device would not track smoothly over the guide wire. It was then noted that the catheter snapped. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two (2) pieces. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed numerous kinks throughout the hypotube and a complete hypotube separation 34.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx12mm emerge¿ balloon catheter was selected however during unpacking of the device while still outside the patient's body, it was noted that the mid portion of the catheter was bent. An attempt was made to straighten the catheter but the device would not track smoothly over the guide wire. It was then noted that the catheter snapped. The procedure was completed with a different device. No patient complications were reported.